Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer was unable to interrogate devices. It was indicated that the radiofrequency connector on the printed circuit board was loose. The board was replaced and recalibrated, and the programmer software was reconfigured, reloaded, and updated. It was also indicated that the latch tabs on the power cord bay were broken, and that the system fan was noisy. The bay and fan were replaced, and the programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer was unable to interrogate devices. The radio frequency (rf) programmer head was changed without success. It was also noted that the back door on the programmer was broken. The programmer was returned for repair. No patient complications have been reported as a result of this event.